Event description:
It was reported that the printer was faulty. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. However it was noted that the power supply was defective and the touchscreen was out of specification. (B)(4).